Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) distal conductor blood/body fluid (not obstructed); full lead. No anomalies found; helix/lobe distorted/bent.

Event description:
It was reported that 2 6947 leads failed during implant attempts. The helix failed after approximately 3-4 attempts to secure the lead. The helix was blocked and would not move when turned with the rotation tool. Both leads were not used. No patient complications have been reported as a result of this event.